Event description:
Complainant alleged that during the incoming inspection of the device. The unit displayed a "paddle fault" message when the 30 joules self test was performed. The device then terminated the charging procedure. The complainant indicated that there was no patient involvement in the reported malfunction.